Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to use on the patient during a thoraco/lobectomy. During the fourth firing, they connected the reload to the adapter but the display screen was blackout. They pushed the green buttons and the display screen did not react. The case was completed using new handle and shell with the same adapter and reload. After surgery they tried to use the device again and the display screen showed the logo for 2 seconds and then became blackout. They inserted the handle into the charger and after 10 seconds the status indicator illuminated as fully charged. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device . Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. It was noted that the relative state of charge (rsoc) was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for this failure was discrepancies between the reported rsoc and actual state of charge as calculated from the battery voltage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.